Event description:
The tip of the instrument broke off while in the eye. The tip was removed with no injury to the patient.

Manufacturer narrative:
The instrument has been physically damaged. The tip is bent and broken. This reusable device is more than three years old.